Event description:
It was reported that the patient had passed away recently and had experienced increased seizures prior to death. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. The patient was reported to have been buried by the funeral home. Attempts made for additional relevant information regarding patient's death were unsuccessful. A copy of the death certificate is being requested. Attempts were made for the patient's vns products but they have not been received to date.

Event description:
Patient's death certificate was received stating that the cause of death was atherosclerotic cardiovascular disease. Patient had this disease for years along with medically significant obesity. Patient's manner of death was natural and patient died at home.

Event description:
Additional information was received that the patient¿s cause of death remains unknown as the medical examiner¿s office is performing toxicology tests to see if it might be drug overdose and have not determined the cause of death. An autopsy was performed on (B)(6) 2015 but the results will not be released until all tests are completed. Additional attempts made for the autopsy report were unsuccessful to date. The explanted generator and lead were returned on 4/7/2015. A large portion of the lead assembly (body) including the electrodes was not returned for analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure and no obvious anomalies were noted. Analysis of the returned generator is underway but has not been completed.

Event description:
Analysis of the returned generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.